Event description:
On several occasions the pt is unable to get the caps off the humalog kwik pens. The pt had tried using pliers and was still very difficult to uncap the pens. Dose, frequency & route used: inject 60 units under the skin three times a day. Therapy dates: at least 2 years. Diagnosis for use: diabetes.